Event description:
The device was used during a wedge resection procedure. The instrument would not fire and was difficult to remove from the application site. The surgeon manually manipulated the device free and completed the procedure without incident.